Event description:
The user alleges that when stocking shelves in the supply room they noticed that the mask connection was oval shaped (on two units) and appeared that it will not fit onto the resuscitator bag connection. No pt involvement.